Event description:
On (B)(6) 2011 patient brought to hospital for lead revision. Poor rv waves of elevated capture thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)